Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems devices only had 5 staples and the staples did not close. Another instrument was used to complete the case. There was no consequence to the pt.